Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify for low battery, failed battery test, weak battery, battery out of limit or off no power alarm due to blank display. No damage inside the insulin pump noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. Customer also reported a failed battery test alarm occurred on the insulin pump. Troubleshooting did not confirm if the customer had a failed battery test alarm at the end of troubleshooting. Customer also reported the insulin pump alarmed weak battery test and battery out limit alarm. The customer declined to troubleshoot for these alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.